Event description:
It was reported by service report that the brakes could not remain fully engaged.

Event description:
It was reported by service report that the brakes could not remain fully engaged.

Manufacturer narrative:
Previously, it was reported that the brakes could not remain engaged. However, upon completion of the manufacturer's investigation it was determined that the steer function could not remain engaged. There was no alleged malfunction of the brakes. The steer function is not likely to result in serious injury or death because the unit would still be mobile without the steer function and steer is a customer preference.

Manufacturer narrative:
Brake cam.